Event description:
It was learned through implant patient registry and medical records, that a patient with a 27mm 11060a aortic valve was explanted after an implant duration of 1 years, 4 months due to graft infection. The explanted valve was replaced with a 23mm 11060a valved conduit. Per medical records, patient presented with mrsa bacteremia with concern of graft infection. Cta demonstrated concern for fluid collection around graft. Tee did not demonstrate vegetations on the valve. Intraoperatively, abscess cavities on ascending aorta and root were encountered and drained. The 11060a conduit was explanted. A 23mm 11060a valved conduit was used in replacement. The patient was brought to the ICU in critical condition and discharged on pod#9. This is a 75-year-old male patient. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and medical records, that a patient with a 27mm 11060a aortic valve was explanted after an implant duration of 1 years, 4 months due to graft infection with endocarditis. The explanted valve was replaced with a 23mm 11060a valved conduit. Per medical records, patient presented with mrsa bacteremia with concern of graft infection. Cta demonstrated concern for fluid collection around graft. Intraoperatively, abscess cavities on ascending aorta and root were encountered and drained. The 11060a conduit was explanted. A 23mm 11060a valved conduit was used in replacement. The patient was brought to the ICU in critical condition and discharged on pod#9. Per pathology, segments of aortic valve had nodular calcification and atheromatous plaque. This is a 75-year-old male patient. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.